Event description:
It was reported that upon device interrogation sensing of the right ventricular (rv) lead was noted to be decreased. The device was reprogrammed and the lead remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 407652 implantable pacing lead (B)(6) 2010; 419688 implantable pacing lead (B)(6) 2010. (B)(4).